Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The implantable cardioverter-defibrillator device exhibited oversensing. The patient did not received therapy during the oversensing. The device was reprogrammed to what was recommended by technical services. The patient was in good condition prior and after the change.